Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5184485. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The initial report was received via stelobot on 02/17/2026, followed by a report under case mw5184485 on 03/27/2026 via maude. The cgm biosensor was inserted in the arm on (B)(6) 2026, and the reported accuracy event occurred on 02/17/2026. According to information submitted via maude at the time of the initial report, the customer indicated a fingerstick bg value of 113 mg/dl compared to a cgm reading of 211 mg/dl. No associated symptoms, treatment, or additional event details were reported at that time. On 03/27/2026, a voluntary MDR/medwatch report was received, in which the customer reported, ¿stelo cgm readings not accurate when compared with freestyle finger stick. Reading has been 50-150 points off.¿ the customer further stated, ¿I have hypoglycemia and have passed out because the reading has been inaccurate. I have had glucose level crashing below 30.¿ attempts to contact the customer by phone were unsuccessful. The customer declined to engage in follow-up communication with the medical safety team, and no additional clinical or device-related information was obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 50-150 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.